Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by the cartridge. Customer changed cartridge and was able to resume insulin delivery. Customer's blood glucose was 250 mg/dl at time of event.